Event description:
The reported description notes that there was no audible alarm elected from the bedside monitor when the patient's default alarm settings were exceeded. It was noted that the bedside monitor did display the associated visual alarm on its monitoring screen. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that there was no audible alarm elected from the bedside monitor when the patient's default alarm settings were exceeded. It was noted that the bedside monitor did display the associated visual alarm on its monitoring screen. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.